Event description:
Caller reported a cracked and shattered touchscreen on the pump, which became unresponsive and illegible. There was no reported impact on the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.